Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) went from one year to elective replacement indicator (eri) in a span of four months. To continue normal device follow up and monitoring. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Correction to field h6: evaluation conclusion codes.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) went from one year to elective replacement indicator (eri) in a span of four months. To continue normal device follow up and monitoring. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) went from one year to elective replacement indicator (eri) in a span of four months. To continue normal device follow up and monitoring. No further information obtained from the field. The device remains in service. No adverse patient effects were reported.